Event description:
It was reported the pt was not receiving effective stimulation. A sjm rep was unable to resolve the issue with reprogramming. It was also reported the pt was experiencing pain at her scs ipg pocket site. The pt was scheduled to have her scs system explanted. F/u identified the system was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.